Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell # 2. The broken covers and the defective load cell were likely attributed to mishandling such as a drop. During visual inspection, the front and bottom enclosures were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the interior of the front and bottom enclosures was cracked with multiple broken screw fittings. The observed physical damages appeared to be the characteristics of harsh impact, attributed to user mishandling. The damaged enclosures were replaced to address the issues. Review of the archive data showed multiple ua07 advisory messages on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell # 2 was defective, and it was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4) ccr 42313 was reported on 11 october 2018, and load cell # 2 was replaced to remedy the fault.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. Once the autopulse platform was powered on, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). Subsequently, the lifeband could not be tightened to start automated compressions. The customer used another autopulse platform and treated the patient successfully. No consequences or impact to the patient. After the call, the customer removed the lifeband and re-installed it to troubleshoot the issue. However, the autopulse platform displayed the ua07 advisory message upon powering up.